Event description:
The physician was advancing a 30mm helex septal occluder across the asd (atrial septal defect). During formation of the left atrial disc, the pt went into atrial fibrillation. The device was successfully implanted. The physician gave the pt flencainide, and the pt was converted within 50 minutes. The pt was released the following day.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The device remains successfully implanted.